Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient is experiencing back pain from his lower back to the back te pads from the lifevest. There was no alleged device malfunction contributing to the reported injury. The patient's physician advised the patient that the pain "might be skeletal-related". The patient's physician "suggested the pt remove the lifevest for up to an hour so long as the pt's spouse is present". The patient sought additional medical attention and determined that back pain was not from the lifevest. The patient is being monitored at the hospital and is not required to wear the lifevest while hospitalized.